Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on (B)(4) 2014. A single setscrew mark was noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Other than the above mentioned observations and typical implant/explant related observations, no other anomalies were identified in the returned lead. A lead/generator connection problem is the suspected cause of the high impedance.

Event description:
It was reported that during initial implant surgery, high impedance was observed with the generator attached to the lead. The surgeon replaced the lead and device diagnostics were within normal limits. The lead was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
New information received changes the suspect device.